Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented in clinic for follow up and externalized conductors were noted via imaging. No electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
External conductors due to internal insulation abrasion were found at 8.7-13.5cm from the distal tip electrode. External insulation abrasion was found at 6.8-7.1cm from the distal tip electrode, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
New information received stated that the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.